Event description:
It was reported that during use, the customer set up the nim 3.0 as normal and after connecting the electrodes to the patient interface they got green ticks indicating that the electrodes were correctly in place and connected ok. Later during the case whilst using the patient probe to stimulate the nerve the surgeon got no feedback. No waveform, no sound, no indication of stimulating the nerve. No patient impact. When sales rep checked the same patient interface on another nim 3.0 a few days later and the same issue occurred. The patient interface was faulty.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found the customer's reason for return has been confirmed, stim 1 is not working due to short fuse. The lid and the exposure is cracked and there are visible scratches. The 4 channel decal is worn. The clip wave washers are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.